Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Heli-fx aptus endoanchor applier was selected for the treatment of a proximal type I endoleak of endurant stent. It was reported that a duplex ultrasound revealed a proximal type I endoleak of the endurant stent graft. The investigator implanted 6 heli-fx aptus endoanchors and the implantation of the heli-fx aptus endoanchors was successful. The proximal type I endoleak was resolved. The investigator did not indicate the cause of the event. No additional clinical sequelae were reported and the patient is fine.